Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was used in a ureteroscopy procedure on (B)(6), 2010. According to the complainant, the patient was treated for pain and fever on an unknown date. At that time, it was noted that the fragment of the stone cone retrieval coil was broken inside the patient's pelvic ureter. The patient was reported to be "stable" at the conclusion of the procedure. Multiple attempts to obtain additional information has been unsuccessful.